Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing and undersensing. Technical services (ts) reviewed the episodes and found functional undersensing due to patient condition. Ts recommended potential programming changes for this ICD. This device remains in service. No adverse patient effects were reported.